Manufacturer narrative:
Initial.

Event description:
It was reported that the customer was unable to connect and activate a freestyle libre 3 plus sensor with the ilet, despite reinstalling the app, rebooting the phone, and attempting activation with a second phone, resulting in pairing failure consistent with intermittent communication failure involving the antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and the sensor manufacturer¿s support. Investigation of this case revealed an interoperability problem between the sensor and the ilet consistent with intermittent communication failure linked to the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.